Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was so dull on this that the medical doctors felt the amount of force they had to use was unsafe. Per additional information received via sample form on (B)(6) 2022, it was reported that the trocar was dull. Per additional information received via email on (B)(6) 2022, stated that while removing surgical drain portion of drain broke off remaining in patient causing additional imaging and re-operation to remove drain. Patient was getting ready for discharge and had 25cc out of hemovac. Patient went to pull hemovac and it snapped. Remainder of drain inside incision and contacted attending who ordered stat CT and return to operating room for removal. Patient was stable. Operating room findings stated that drain was not sewn in any of the closing vicryl sutures or snagged on hardware.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect tube feeding¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "10. To avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. 11. This is a single use device. Do not reuse". The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was so dull on this that the medical doctors felt the amount of force they had to use was unsafe. Per additional information received via sample form on (B)(6) 2022, it was reported that the trocar was dull. Per additional information received via email on (B)(6) 2022, stated that while removing surgical drain, a portion of drain broke off remaining in patient causing additional imaging and re-operation to remove drain. Patient was getting ready for discharge and had 25cc out of hemovac. Patient went to pull hemovac and it snapped. Remainder of drain inside incision and contacted attending, who ordered stat CT and return to operating room for removal. Patient was stable. Operating room findings stated that the drain was not sewn in any of the closing vicryl sutures or snagged on hardware.